Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during functional testing and archive data review. The root cause is the defective temperature sensor due to wear and tear due to age of the platform. Unrelated to the reported complaint, a cracked front enclosure and a sticky clutch were observed during visual inspection. The probable cause for the physical damage was due to the damage sustained by user mishandling. During functional testing, the platform displayed ua 41 and ua 11 (max patient temperature exceeded) error message on the user control panel upon power up. Ua 11 was not related to the reported complaint. The archive data was reviewed and contained multiple user advisory (ua) 41 (patient temperature sensor failure) error messages on the reported event date. The autopulse platform is a reusable device and was manufactured in 24 september 2014 and is 5 years old, passed the expected service life of five years. After replacement of the temperature sensor and top enclosure and deburring of the clutch, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) on the user control panel. The reporter was unable to specify if the issue occurred during shift check or patient use. No consequences or impact to patient.